Event description:
Additional information reported that there had been a volume discrepancy at the past two refills. It was noted that the patient also had some decreased effect over the past 6-9 months. The pump and catheter were replaced. The old catheter was positive for cerebrospinal fluid flow. The old pump was emptied with a volume discrepancy of (-5%) to expected. There were no stalls or alarms noted. Patient outcome was not provided.

Event description:
Additional information received reported that pump was ¿somewhat difficult to access.¿ the pump ¿was very mobile within the pocket.¿ the patient had lost weight and the pump was even more ¿freely mobile.¿ the patient got ¿kind of like a sarcoma¿ just above the pump and under the skin.

Event description:
Additional information reported that the cause of the event was unclear and patient hospitalization was not required. There were no symptoms associated with the event, and there was no patient injury. The patient was referred to a surgeon for evaluation of the catheter system.

Manufacturer narrative:
(B)(4). Final device analysis of the pump revealed no anomaly was found. Analysis of the catheter found that the volume discrepancy issue was likely related to the indissoluble occlusion found at the proximal end of segment 4. There is a possibility that the drug may have dried up and crystallized at this point due to the tear seen on segment 2. This observation, along with the appearance of the tear and indent seen on segment 2 themselves indicates a suture may have been applied directly on the catheter body. This resulted into the tear seen on the catheter body of segment 2 and probably causing the drug to crystallized and caused an occlusion. There was leak seen from the distal end of the pin connector of segment 1 while the catheter still attached. Indentation cuts or tears were also seen in the sealing surface of the sc cup connector.

Manufacturer narrative:
Analysis of the catheter found leaking past barb on the connector pin of the catheter body. The catheter body was also found to be incorrectly assembled.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the actual residual volume 28ml was greater than the expected residual volume 7.4ml. There were no alarms. Patient was indicated to be asymptomatic despite getting less medication. Drug delivered via the device was lioresal 2000mcg/ml. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: unk. (B)(4).